Event description:
In 10/2002 - underwent egd with ablation of avm's using erbe apc. The next day - underwent colonoscopy with ablation of cecal avm's uring erbe apc (same unit) at settings of 45 watts and il flow. In the - pm abd. X-ray showed free air. Patient underwent cecal resection. 3 days later pt confused, agitated. The next day, patient expired.